Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of 19 mmol/l. Customer administered a correction bolus via the pump. Customer reset the pump and continued using the pump for insulin therapy. Multiple attempt were made to determine if customer's blood glucose level was resolved but no response was received.